Event description:
It was reported that the coil would not detach and so it was removed from the patient. Upon removal, the physician was examining the device and the coil "snapped" at the detachment zone. The procedure was completed with another device and there was no reported clinical consequence to the patient.

Event description:
It was reported that the coil would not detach and so it was removed from the patient. Upon removal, the physician was examining the device and the coil "snapped" at the detachment zone. The procedure was completed with another device and there was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual analysis of the returned device showed that delivery wire was kinked and a plastic substance was noted at the proximal part of the delivery wire. The coil was found to be broken on its proximal end, just distal to the main junction. The coil was not returned. The location of the break is indicative that the coil may have stretched before it broke but this cannot be confirmed as the coil was not returned. The main junction was intact. The proximal contact was found to have also detached. No other anomalies were noted. The definitive cause of the reported broken coil could not be determined but it is most likely due to operational context.